Event description:
It was reported that leakage was found at outside of the patient's body when flushing the catheter with saline solution after the patient had a groshong catheter implanted. This facility request us to investigate which part of catheter this leakage occurred from. There was no reported patient injury.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak was unconfirmed since the reported problem could not be replicated. One groshong 4fr single-lumen (s/l) nxt PICC was returned for investigation. The PICC was received with the connector assembled to the tubing. A functional test revealed that the lumen was patent to infusion and aspiration. Under sustained pressure, no leaks were observed in any part of the catheter or its connections. Since the reported issue could not be reproduced, the complaint was unconfirmed. Evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage was found at outside of the patient's body when flushing the catheter with saline solution after the patient had a groshong catheter implanted. This facility request us to investigate which part of catheter this leakage occurred from. There was no reported patient injury.